Manufacturer narrative:
Device evaluated by simulated use testing which confirmed the reported issue. Further evaluation determined a vacuum sleeve failure caused the shaft frosting.

Event description:
Probe shafts frosted during pretest. Other probes used to complete the case. 1 of 3.